Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator shaft. Testing was performed on the event unit, where the thickness of the cannula shaft near the fracture was observed to have met specification. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: trocar broke in half when removing from patient at end of case. Lower half of trocar fell into patient and surgeon was able to retrieve trocar from patient. No patient injury occurred. It is unknown how the trocar was inserted. Trocar was not used with a robot. Product is available for return. Type of intervention: surgeon retrieved trocar from patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: trocar broke in half when removing from patient at end of case. Lower half of trocar fell into patient and surgeon was able to retrieve trocar from patient. No patient injury occurred. It is unknown how the trocar was inserted. Trocar was not used with a robot. Product is available for return. Type of intervention: surgeon retrieved trocar from patient. Patient status: no patient injury occurred.